Manufacturer narrative:
(B)(4). An appropriate conclusion code could not be found as the complaint was confirmed; however, a root cause was not established. A visual inspection of the returned device confirmed that the base was broken. A full device history record review was not possible as only a partial lot number was reported. Device manufacture date is around 2016. Conclusion is that the device sustained physical damage, although it is not known when the damage occurred. A CAPA was opened to address the issue with the broken light guides. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges " we noticed that the plastic part was separated from the metallic part." It is unknown if this alleged defect was detected in the clinical setting.